Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high pace impedance (> 2000 ohms) and the right ventricular (rv) lead tripped the lead safety switch (lss). Boston scientific technical services was contacted by the field representative to review the strips. There were noisy signals seen since the lls. The rv lead was programmed to sense in bipolar and pace in unipolar as those programmed parameters provided the best measurements. The field representative intended to review and discuss the information with the physician. Additional information obtained from the field representative indicates there were no further changes made after discussing the case with the physician. The device remains in service. There were no adverse patient effects reported.